Manufacturer narrative:
D4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Device evaluation: no lot number was provided therefor no device history report (DHR) review could be completed. One decontaminated sample was returned for investigation. Visual inspection showed the inflation line was cut. The inflation test that occurs during manufacturing was repeated on the received sample. It was found that sample cannot pass this 12 hour test due to leak from inflation line cut. It is improbable that such defect would not be detected upon manufacturing. Complaint history was checked and there is no trend of similar customer complaints therefore this issue is considered to be isolated incident only. Root cause of this incident remains unknown. No actions have been taken at this time.

Event description:
It was reported that during the pre-use check, the customer tried to put air in the cuff but could not. The cuff would not inflate. No patient injury reported. It has been reported that no additional information will be available for this event.